Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) batteries were faulty, resulting in death. No further information was reported nor could be obtained.